Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation of the device the display board was found to be defective and needs to be replaced. Additionally, the device's muffler assembly, air foam inlet filter and particulate filter will be replaced per preventive maintenance policy. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.